Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported that the customer had been experiencing high blood glucose levels for three weeks leading up to the call. Caller stated that the customer was concerned that the insulin pump was malfunctioning. Blood glucose level at the time of the incident was over 450 mg/dl. The customer was currently treating using manual injections. The customer had not been wearing the insulin pump for three weeks. The caller declined to continue troubleshooting and stated that she would call back with the customer. The insulin pump was not replaced or returned for analysis.